Event description:
The child visited clinic for follow up mapping, where during in situ testing affected channels were seen. Re-implantation is considered and the clinic recommended to take an x-ray.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child visited clinic for follow up mapping, where during in situ testing affected channels were seen. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, the device explantation report states, that the device's housing migrated from its intended position. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition, the device explantation report form states, that the device's housing migrated from its intended position. To determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The child visited clinic for follow up mapping, where during in situ testing affected channels were seen. The recipient has been re-implanted.

Event description:
The child visited clinic for follow up mapping, where during in situ testing affected channels were seen. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.